Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated and was not visualized, malposition of essure device: moved higher in tube") and kidney infection ("kidney infection") in an adult female patient who had essure (batch no. A25165, 12433496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 1992 to 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included herpes simplex since 2011, sleep apnea since 2010, hypothyroidism since 1993, arthritis since 2011 and obesity. Concomitant products included aciclovir (zovirax) since 2011, colecalciferol (vitamin d) since 2009, levothyroxine sodium (synthroid) since 2002, metformin since 2016, pantoprazole since 2016 and venlafaxine since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/loss: weight gain"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain ("severe pelvic pain, pain"), menstruation irregular ("irregular menstruation"), fatigue ("chronic fatigue"), acne ("acne") and hair growth abnormal ("hair growth"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("left coil was difficult to implant due to scar tissue"), complication of device removal ("the surgery took much longer than expected") and pelvic adhesions ("left ovary and left fallopian tube were adhered to her pelvic side wall"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and fatigue had not resolved, the kidney infection, complication of device insertion, complication of device removal, pelvic adhesions, menstruation irregular, alopecia, acne, hair growth abnormal, weight increased, cystitis, urinary tract infection, depression and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and headache had resolved. The reporter considered acne, alopecia, complication of device insertion, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, hair growth abnormal, headache, kidney infection, menstruation irregular, migraine, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Hysteroscopy - in (B)(6) 2017: right essure coil had migrated / not visualized . Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2018) added. Lot number added. Concomitant medications added. Events dysmenorrhea (cramping), hair loss, irregular menstruation, acne, hair growth, and weight gain, bladder infection, urinary tract infection, kidney infection, migraines, headaches, depression, vaginal discharge, left coil was difficult to implant due to scar tissue, the surgery took much longer than expected, left ovary and left fallopian tube were adhered to her pelvic side wall were added. Malposition of essure device: moved higher in tube clubbed with right essure coil had migrated and was not visualized. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated and was not visualized, malposition of essure device: moved higher in tube") and kidney infection ("kidney infection") in an adult female patient who had essure (batch no. A25165, 12433496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil was difficult to implant due to scar tissue". The patient's previously administered products included for an unreported indication: birth control pills from 1992 to 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included herpes simplex since 2011, sleep apnea since 2010, hypothyroidism since 1993, arthritis since 2011 and obesity. Concomitant products included aciclovir (zovirax) since 2011, colecalciferol (vitamin d) since 2009, levothyroxine sodium (synthroid) since 2002, metformin since 2016, pantoprazole since 2016 and venlafaxine since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/loss: weight gain"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain ("severe pelvic pain, pain"), menstruation irregular ("irregular menstruation"), fatigue ("chronic fatigue"), acne ("acne") and hair growth abnormal ("hair growth"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device removal ("the surgery took much longer than expected") and pelvic adhesions ("left ovary and left fallopian tube were adhered to her pelvic side wall"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and fatigue had not resolved, the kidney infection, complication of device removal, pelvic adhesions, menstruation irregular, alopecia, acne, hair growth abnormal, weight increased, cystitis, urinary tract infection, depression and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and headache had resolved. The reporter considered acne, alopecia, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, hair growth abnormal, headache, kidney infection, menstruation irregular, migraine, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 251 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes hysteroscopy - in (B)(6) 2017: right essure coil had migrated / not visualized lot numbers and exp/MFR dates batch number: 12433496 man date: 2010/03 exp date: 2013/01. Batch number: a25165 man date: 2012/07 exp date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.